Event description:
Consumer inserted a tampon and upon removal, the tampon elongated to about 12 inches. She assumed she removed all of the tampon but when she inserted another tampon and removed the second tampon, a piece of what she assumes was from the first tampon was stuck to the second tampon she removed.

Manufacturer narrative:
Device history record in review.